Event description:
The technical support engineer was informed via service inquiry by the biomedical equipment technician at the user facility that during reprocessing, it is believed ¿the water line disinfection process was not completed after pre-filters to the endoscope reprocessor machine were changed¿. It was not known when the last time the filters were changed out, however, the machine was installed at the user facility on march 3, 2022. No death, injury or harm was reported.

Manufacturer narrative:
To resolve the issue, the olympus technical support engineer advised the customer via telephone that the water line needs to be disinfected each time the water filters are replaced. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
After additional follow up with the customer, the customer wants to retract the alleged ¿the water line disinfection process was not completed after pre-filters to the endoscope reprocessor machine were changed¿. The customer initially believed the devices were older, but turns out the units are new. No problems, no exceptions to maintenance standards. They still are not due for their first filter change. The customer stated the statement was made under a false assumption. There was not and has never been an issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was new and there was no issue with the water line disinfection process. It is possible that there was an insufficient understanding of the water line disinfection during the water filter exchange per the instructions manual. The instruction manual identifies the following verbiage, which can prevent the phenomenon: ¿chapter 7 functions: 7.7 water line disinfection: disinfection of water supply piping is required in the following cases. Before using this reprocessor for the first time (after loading of the water filter). Immediately after replacement of water filter.¿ olympus will continue to monitor field performance for this device.